Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, but it could not be determined if the alarms were true or false. The evaluator performed downstream occlusion testing and the pump passed. The device was found to operate within specification during testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "occludes downstream between 3 and 4 (minimum should be 7). This occurred in the pediatric intensive care unit during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.